Event description:
We use the synthes matrixneuro implant set when reattaching the skull flap. This consists of burr hole covers, small plates, and 4mm screws. As the physician's assistant was screwing a burr hole cover to the skull flap, the screw broke just below the head of the screw, leaving the threaded portion stuck in the skull flap. Two more screws broke in the same fashion, all from the same set. The set was handed off the field, and the or manager and sales representative for the implant set were both notified. The broken screw heads were placed in a biohazard bag and identified with a patient sticker, and this was given to the or manager. The implant was sent to central sterile to be washed and will then be taken out of circulation for further review.